Event description:
It was reported that the event involved a male pt while in the cath lab. The cardiologist inserted the intra-aortic balloon (iab) through the sheath via right femoral artery with no issues. After insertion there was no arterial pressure, curve visible. They switched out the pump and this gave no improvement; still no arterial pressure, curve was still visible. As a result, the iab was removed. A new iab was inserted successfully with no arterial pressure again, curve visible. Augmentation was there because of the blood pressure results and, therefore, was functioning successfully. The pt was in critical condition and was moved to the operating room and later to the intensive care unit. There was a 15 min delay or interruption in therapy while removing and replacing the iab. There was no report of pt death, injury or complications. The pt outcome is the pt is recovering.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.